Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip and broken battery tube threads. Cracked case at the reservoir tube window corners, cracked reservoir window and corroded battery tube. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had lot of cracks on the reservoir compartment and on the battery compartment. The troubleshooting was performed for damage and found that the reservoir was locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.